Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the subject device was tested and the results were following; [first time; (B)(6) 2021]: all channels: micrococcaceae (3 cfu/endoscope) and coagulase negative staphylococci (15 cfu/endoscope). [Second time; (B)(6) 2021]: instrument channel: gram positive bacteria (1 cfu/endoscope). Suction channel: gram positive bacteria (1 cfu/endoscope), escherichia coli (1 cfu/endoscope). Air/water channel: gram positive bacteria (3 cfu/endoscope). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021]: all channels: alcaligenes piechaudii (5 cfu/endoscope). [Second time; (B)(6) 2021]: all channels: coagulase-negative staphyloccoci (>100 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg lde wd440, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus (B)(4). For evaluation. In the evaluation of (B)(4) the following was confirmed; glue around the lg lens porous, acoustic lens damaged, bending section rubber glue condition porous, bending section deformed , compressed, body control unit name plate missing, suction cylinder worn out, universal cord kinked and peeled, endoscope connector corrosion, connector humidity, image broken sound wires, image inspection disturbed, scratches inside channel mount unit. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.